Event description:
MFR received a report from a dealer alleging that the consumer was outside in the yard, when the consumer's chair made a crackling noise, "smoked and caught fire". No injury was reported or alleged.